Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1234802) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the mid femoral head common femoral artery via a 5f sheath which was upsized with a 6f sheath (there was 1 sheath exchange). Peri-procedure, the patient was anti-coagulated with 9,000 units of heparin and a double dose of integrilin. A pre-procedure femoral angiogram showed no presence of pvd/calcium at the access site and the vessel size approximately 5mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the device was deployed, the nurse noticed that the patient had puffiness at the access site and held manual pressure for approximately 3 minutes. The patient was sent to the holding area and then transferred to the unit. When the patient arrived to the unit and was being transferred to a bed the nurse noticed that the patient had a 20cm long x 10cm wide (oval shape) hematoma. Manual compression was applied for 15 minutes at which time the hematoma was resolved. The patient was reported as hospitalized for an unrelated and unspecified reason.